Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/16/2017 with the following findings: a review of the pump black box showed no evidence of short battery life. During investigation, the battery compartment was observed to be cracked from threads down to the case seal on the side. The returned battery cap was not damaged and was able to fit securely to the pump. There was moisture corrosion observed in the battery canister and on the battery cap. A leak test revealed a battery compartment leak. During testing the pump powered up with no issues. The pump current readings were found to be within specification. The pump¿s cover was removed and no moisture ingress or damage was found to the printed circuit board. The complaint of short battery life was not able to be duplicated or confirmed during investigation. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged that the battery compartment was cracked with moisture in it. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.